Manufacturer narrative:
Additional information was received : per the surgeon, the patient was administered oral antibiotics for the reported infection. Following explantation, the infection has reportedly cleared.

Manufacturer narrative:
This report is filed on december 18, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, due to infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.